Event description:
As reported by a field clinical specialist, approximately 3 years following a successful transfemoral aortic valve replacement with a 20mm sapien 3 ultra valve, the valve failed and was retreated with a new transcatheter valve for aortic stenosis.

Manufacturer narrative:
The investigation for this report is ongoing. H3 other text : no indication for device return.

Event description:
As reported by a field clinical specialist, approximately 3 years following a successful transfemoral aortic valve replacement with a 20mm sapien 3 ultra valve, the valve failed and was retreated with a new transcatheter valve for prosthetic valve stenosis with moderate central regurgitation. Per the transesophageal echocardiogram, there was moderate regurgitation with centrally directed jet with an aortic valve area (ava) of 0.62cm squared.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints from the work order related to valve stenosis or central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The central regurgitation and stenosis were confirmed through provided medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the patient had a medical history of chronic kidney disease (ckd). Chronic kidney disease (ckd) is well-known risk factor for developing bioprosthetic valve calcification leading to stenosis. Available information suggests that patient factors (chronic kidney disease) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, paravalvular leak), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, it is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation. Available information suggests that patient factors (stenosis) may have contributed to the complaint event.